Manufacturer narrative:
The customer strips were returned for evaluation. Although the strips were not confirmed for "blood marked as control", 1 of 5 control readings read 6mg/dl high out of spec. The strips tested with blood gave satisfactory performance. Retention reagent gave satisfactory performance with blood and control, except one control test was not automatically marked as a control test.

Event description:
The customer ran a blood test on the contour. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New kit was sent to the customer.